Manufacturer narrative:
Device investigation results are indicative of a broken coil wire due to chronic implant movement which has led to device failure over time. As per received information, the patient experienced intermittent access to sound with the device, no trauma or impact to the device was reported. The problems given in the patient report seem to be congruent with the damage found. This is a final report.

Event description:
The user reported experiencing intermittencies in sound for about 6 months. Suddenly the device stoped working. There is no history of accident or trauma to the implant site. The device has been explanted.

Manufacturer narrative:
The device has been explanted and should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
The user reported experiencing intermittencies in sound for about 6 months. Suddenly one morning the device did not work anymore. There is no history of accident or trauma to the implant site. The device has been explanted.